Event description:
Ref. Imp #(B)(4).

Manufacturer narrative:
Document review: gmk primary fixed ps tibial insert size 4 thickness 10. Code 02.07.0410psf/ lot 121956 (25 items produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing. Twenty one items belonging to this lot have been already sold and no similar incidents have been reported. On the basis of the data collected, we have no evidences that the problem is device related, but it is likely related to a not proper tightening of the screw during the primary surgery. In case of new outcomes after the revision surgery, a follow up will be submitted.

Manufacturer narrative:
No further information has been received concerning outcomes for the patient nor about the revision surgery. The case was closed with the information available that time.